Manufacturer narrative:
The medical team in japan discarded the impella product. No benchtop analysis is possible. It was known the patient had peripheral arterial disease, and as such native patient anatomy contributed to the outcome. Should further clinical details be furnished that leads to root cause, beyond native condition, a final report will be filed.

Event description:
The medical center in (B)(6) had an impella cp supporting a patient admitted in cardiogenic shock. The cp was placed via the femoral artery. The placement was via the femoral despite their knowledge of peripheral arterial disease at the site. The limb became ischemic with the placement of the cp. They placed a contralateral leg perfusion catheter. This did not fully perfuse the limb and the pump was explanted after 5 days of use.